Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device was malfunctioning was confirmed. It was tested and found that the generator displayed error code - 200. It was confirmed that error 200-12 occurred due to contact failure of pf board connection terminal and connector. Pf board connection terminal and connector would have to be fixed again so as to restore the generator to it's original functionality. The device was however returned unrepaired as per the request of the customer. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:((B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was malfunctioning was confirmed. It was tested and found that the generator displayed error code - 200. It was confirmed that error 200-12 occurred due to contact failure of pf board connection terminal and connector. Pf board connection terminal and connector would have to be fixed again so as to restore the generator to it's original functionality. However no response was received after multiple attempts from the customer regarding the repair quote, hence the device will not be restored to its original specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the vapr3 generator and the vapr handpiece malfunctioned. No patient consequences reported. The customer does not want to provide additional information about this complaint.